Event description:
It was reported that the right ventricular (rv) lead dislodged due to the patient exhibiting twiddler's syndrome. On explant it was noted that the lead was extremely tangled in the pocket and the helix was found to be retracted. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the full lead was returned, analyzed, and no anomalies were found. It was noted that the superior vena cava (svc) conductor, the right ventricular (rv) defibrillation conductor, the proximal conductor, and the distal conductor were kinked/buckled; the superior vena cava (svc) conductor and right ventricular (rv) defibrillation conductors were pulled/stretched/overstressed; there was blood on the distal electrode, the outer insulation and overlay tubing were breached cut; the overlay tubing was kinked/bucked, and there was apparent explant damage. Visual analysis noted that the lead was received with the helix slightly extended, measuring .0185". (B)(4).